Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured from october 27, 2014 to october 28, 2014. The device was received for evaluation. Visual inspection was unable to identify a ruptured bladder. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume multirate infusor ruptured. The reporter did not specify whether it was the reservoir that ruptured. This occurred during filling with an unknown drug. There was no patient involvement. No additional information is available.